Event description:
No blood glucose levels reported. The customer reported a failed battery test alarm from the insulin pump. The customer reported installing new batteries on the insulin pump but the customer continued to receive a failed batter test alarm. Troubleshooting was done. The customer was instructed to check the contacts on the battery cap for damage. It was reported that the contacts were missing. The customer was advised to inspect the battery compartment and spring for corrosion or damage. It was reported that the battery compartment was corroded. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.